Event description:
Reporting status: serious injury - permanent impairment. Reporting rationale: pseudoaneurysm; medical intervention unsuccessful. Device issue: none. It was reported that a jomed (jostent graftmaster) stent had been placed a few months earlier to treat a perforation; however, later an expansive pseudoaneurysm formed at the edge of the jomed (jostent graftmaster) stent. The jostent graftmaster was attempted for placement over the pseudoaneurysm; however, the jostent came off of the delivery system due to the patient's anatomy. Multiple attempts were made to reach the pseudoaneurysm, which was located around a very tortuous bend off the distal end of the prior placed graftmaster stent. The stent which was still on the wire was retrieved out of the patient using a balloon. No other instrument was attempted. The patient still has the pseudoaneurysm. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the case information. It can be assumed that the device was in working order, and left abbott vascular instruments deutschland gmbh rangendingen per specification. A device and task/rout sheet investigation was not possible, because the lot number is unknown. Due to the fact that the device was not sent back for investigation, the root cause for the problem could not be found.